Event description:
The interface cable connection was defective. This was an out-of-the box failure. The cable would not display on the monitor that the catheter was connected. This cable is used between the catheter handle and the patient interface unit (piu). The cable was replaced, and the catheter was displayed on the monitor. There was no harm to the patient.

Event description:
The interface cable connection was defective. This was an out-of-the box failure. The cable would not display on the monitor that the catheter was connected. This cable is used between the catheter handle and the patient interface unit (piu). The cable was replaced, and the catheter was displayed on the monitor. There was no harm to the patient.